Event description:
It was reported that stored episodes with evidence of noise oversensing on the right ventricular (rv) channel were identified during a routine follow-up. The previous year, this pacemaker system had triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 2000 ohms. Pacing and sensing configuration were switched to unipolar, and pacing inhibition with up to two second of asystole was noted. Electrical measurements were performed, but no abnormalities were found. The device sensitivity was adjusted, and provocative maneuvers were conducted to verify that this level of sensitivity covered possible noisy signals. The suspected cause of these observations is lead fracture at the ring level, but no further analysis has been performed to confirm this. Due to the patient clinical condition, the physician decided to keep them monitored. The system remains in service and no additional adverse patient effects were reported.